Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error during self test. The customer's blood glucose was 15.5 mmol/l at the time of incident. It was reported that the self test failed during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 63 noted during testing. However, pump error 63alarm was confirmed in the pump history due to cold solder joint on keypad assembly. The device properly downloaded to carelink, no communication anomalies were noted. The device was received with minor scratches on case and minor scratches on lcd window.